Event description:
During f/u on (B)(6) 2012, the physician observed unexpected egm signal in stored episodes.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.